Manufacturer narrative:
In this report, these sections: problem code grid have been updated on this report.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found blower foam degradation. And it was also determined that it has moisture/foam and error code/preserved. In addition, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service technician.